Manufacturer narrative:
The hospital biomed replaced the carrier/com express board. The customer contact reports there is no patient information available. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly cycled power and continued the case. There was no reported patient injury.